Event description:
It was reported that the wds became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was not properly positioned. During repositioning the core wire of the wds became kinked and the physician had difficulty recapturing the closure device. The physician was able to forcefully recapture the closure device. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) with the implant in the sheath, and blood in the device. Inspection revealed numerous kinks in the sheath. Examination under the microscope found tip damage as the tri-cuts were flared, abrasions were within the sheath tip, and the distal marker band was kinked. The implant had anchor damage. Four photos were attached to the complaint record. Two photos depicted device packaging and were not relevant to the investigation. A photo depicted the access system kinked. A photo depicted the delivery system kinked confirming the reported event of kink. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated. Product and media analysis confirmed the reported kink as the sheath was kinked.

Event description:
It was reported that the wds became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was not properly positioned. During repositioning the core wire of the wds became kinked and the physician had difficulty recapturing the closure device. The physician was able to forcefully recapture the closure device. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.